Manufacturer narrative:
(B)(4). The device remains implanted and in service. This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving an inappropriate shock. The field representative checked the patient and performed troubleshooting. No artifacts could be recreated. The sense vector was reprogrammed from primary to secondary and the patient was discharged to home the next day. Device data was submitted to technical services for review. The episode showed high amplitude artifacts that may have been caused by external/ mechanical solicitations. It was noted the shock impedance measurement was higher than expected, but not out of range at 144 ohms. X-rays were recommended to verify system placement, and further troubleshooting steps were discussed. The device remains implanted and in service. No additional adverse patient effects were reported.